Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator did not power on. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the control board. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. One control board was returned to medtronic for failure investigation: the control board was installed into the test unit and the system would not power cycle on. The control board was removed and thermal damage was observed around the component c92 capacitor confirming the control board to be faulty. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would lead to loss of ventilation. The cause of the event was isolated to a damaged c92 capacitor on the control board there is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this ht70 ventilator did not power on. The ventilator was not in use on a patient at the time of the reported e vent.